Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient stated that they did not "feel right". It was further reported that the right atrial (ra) lead exhibited high thresholds that had increased since implant. The ra lead was revised and replaced. No further patient complications have been reported as a result of this event.